Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 17 mg/dl which resulted in nausea, seizure and loss of consciousness. Cause of low bg level was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.